Manufacturer narrative:
Concomitant medical product: umbilical venous catheter. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the filter cracked and leaked while attached to the umbilical venous catheter during patient use in the nicu room 1. There was no report of patient harm.